Event description:
It was reported that the pt experienced a stroke and was hospitalized. The pt's status was fair with some deficit. Additional info has been requested from the hcp, but was not available as of the date of this report.